Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that out of range issues occurred between the transmitter and pump. No additional information was provided and the customer declined further troubleshooting with tandem technical support. Customer's blood glucose was 276 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.